Manufacturer narrative:
Corrected data: device available for evaluation: "yes" to "no." Device evaluated by MFR: "no" to "not returned." The vacuum control valve solenoid and vacuum control valve braided hose were replaced and resolved the unit issues. Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum control valve solenoid and vacuum control valve braided hose were not returned for functional evaluation. The assignable cause of the odor/smells issue is the vacuum control valve solenoid and vacuum control valve braided hose. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum control valve solenoid was replaced and resolved the unit issues. Unit meets specifications and was returned to service on 03/09/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.